Manufacturer narrative:
Patient ID/initials are unknown. Unknown date in 2018. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone and email are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a closed fracture of the tibia¿s diaphysis by a reduction and an osteosynthesis with tibial and fibular plates on (B)(6) 2018. Removal of the osteosynthesis material and placement of an external fixation were necessary due to scar flow. Patient was returned to surgery on (B)(6) 2018 for hardware removal. To remove the plates, surgeon cut the plates because two (2) screws had defective thread. Surgery was completed with a delay of approximately 2 hours. Patient status reported as stable. Patient is being treated with antibiotherapy for an osteoarticular infection. The defective screws are addressed in (B)(4). Patient infection is addressed in related complaints (B)(4). This is report 10 of 11 for (B)(4).

Manufacturer narrative:
Additional narrative: part: 414.818s; lot: l797396; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 06 march 2018; expiry date: 01 february 2028. The sterilization history record shows that this lot of (B)(4) pieces was processed through the normal sterilization and inspection operations with no nonconformities noted. The irradiation certificate does certify that all readings are within the specified range. Review of the sterilization history record showed that there were no issues during the sterilization procedure of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.